Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4. H3 investigation summary: the product was returned to ethicon for evaluation. Five unopened overwrap packets that pertain to product code hs6857h. The sample was visually inspected and compared with the reference graphics in the internal system for product code hs6857h, lot number 104ul3. The inspection confirmed that the artwork printed on the overwrap packets matches the reference graphics in ethicon¿s system and meets the applicable requirements. Additionally, a photograph was provided showing one overwrap packet exhibiting the same condition as the returned sample and one box displaying the hemo-seal information. When compared with the internal reference graphics, both artworks were found to be correct. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Primary packaging issue - hemo-seal info was missing on each of suture, it was only provided only on secondary packaging (the main box). There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.